Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-01719, 2134265-2015-01904 and 2134265-2015-01905. It was reported that automatic pullback failed. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter to visualize the unspecified lesion. During the procedure, image unintentionally stopped so the opticross¿ imaging catheter was removed however when pullback was performed, pullback also stopped. Another opticross¿ imaging catheter was placed but imaging also stopped and pullback failed to perform. Simulator was used but pullback still failed to perform. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.